Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented in clinic for a routine follow up, the right ventricular lead exhibited decreased r wave amplitudes (undersensing) and low pacing lead impedance. Lead repositioning procedure was attempted. However, during the procedure, helix could not retract or extend. The lead was removed and replaced. Patient was stable throughout the event.